Event description:
It was reported that while in the or, md inserted the intra-aortic balloon (iab) via a sheath in the right femoral artery. After nine hours of iab therapy the pump "suddenly made a high peep, and a white screen was seen all led's on." After this happened the pump did not work. While still on the patient the pump was turned on & off again; however, the "white screen" remained. Pump was exchanged off patient. Another pump was used to continue iab therapy. A third party service contract organization will check the pump.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.